Event description:
During a coronary stenting procedure, this pt experienced a vessel perforation, acute thrombosis, and ultimately death. The female with a history of hypertension and known triple vessel disease was admitted for coronary evaluation. Angiography revealed a calcified long lesion in the lad. Heparin was given during the procedure. The vessel was predilated from proximal to distal, with a maverick balloon inflated to 10 atms. Three cypher select stent were deployed in overlapping fashion. All stents were deployed to 10 atms. There was no evidence of vessel dissection following stent deployment. There was a 20% residual stenosis within the distally placed cypher stent due to heavy calcification. The distal stent was then post dilated within the distal stent to 12 atm. Following post-dilation, the physician noted that there was a vessel perforation. The physician immediately discontinued the heparin and administered protamine sulfate. He placed a perfusion balloon over the site and inflated it for approximately 50 mins. Hemostasis was achieved and the physician withdrew the balloon. When the balloon was removed, the physician noted that a thrombus had developed inside of the three implanted cypher stents. The physician ordered rapid heparin infusion and flow was recovered to timi ii through the vessel. The pt was now in cardiogenic shock. A balloon pump was not initiated. Before the end of the three-hour procedure, the pt expired on the cath lab table. No products could be returned as they were still implanted. A review of the manufacturing records found that the products met quality requirements for product acceptance. With the available info, it appears that vessel/lesion characteristics and pharmacological factors may have contributed to the events. Please note, cypher select is not distributed in the us; however, it is similar to us cypher product. This is one of three reports submitted for the same event, please reference MFR. Report #'s: 9616099-2007-00321, 00323, and -00326.